Event description:
It was reported that the skin graft became bunched up upon entry into the cutting mechanism, event though the carrier went through the device. It was reported that the surgeon was able to complete the procedure and was able to obtain the desired mesh with this device. The graft was able to be used to complete the intended wound coverage. It was reported that the thickness of the graft was thought to be 0.025 inch and a #4 width plate had been used for the harvest from the pt's left thigh. The increased surgical time was stated to have been minimal, less than 10 15 minutes at most.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 40 years old and was last returned to the MFR for repair on (B)(4) 1988. Investigation of the device revealed damage to the cutter, roller and ratchet. Prior to repair, the device was out of calibration on the left and right side. Info obtained from the reported indicated that the thickness of the graft was thought to be 0.025 inch. According to the instructions for use included with the product, 025 inch is too thick of a graft. This thickness may not allow for proper process of the graft and can become jammed. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Additionally, according to the instructions for use, the expected longevity of the meshgraft ii tissue expansion system is ten years. Zimmer recommends that units over this age should be replaced because they have exceeded their normal useful life. The device was serviced and returned to the customer.